Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2017-07092. Reference MFR. Report#: 3006705815-2017-06134. It was reported the patent stated her incision from her permanent implant procedure had not healed properly. In additional, the patient had a spinal fusion at the same time as her scs implant it was reported the same incision was used for both the fusion and implant. As such, the patient was referred to wound care for further treatment. Additional information revealed the patient underwent surgical intervention (exact date unknown) wherein the ipg was explanted. During the procedure, the leads were cut, but remain implanted.